Event description:
It was reported that, "surgeon prepared femur with a #6 accolade broach which seating flush with the calcar. He then attempted to implant the #6 accolade stem listed above; however, he could not get the stem to seat all the way. The stem was proud 3cm and would not advance further. The surgeon removed the stem with the threaded inserter and slaphammer. He then reamed the canal with a press fit #12 omnifit axial reamer, and the broached again with a #7 accolade broach without seating it fully. He then again attempted to implant the #6 accolade femoral stem listed above. The stem advanced further than previously; however, it still remained 1 cm proud. The surgeon decided to leave it in this position".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.